Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the day of the report so far had been a bad day. The patient stated they were on medication to help their infection and the side effect was diarrhea. The patient was needing to take a diarrhea medication. The patient was redirected to their healthcare provider. On (B)(6) 2017 the patient stated they were doing horrible and rated the evaluation a 2. The patient also stated the antibiotics messed them up and they had been experiencing diarrhea. The patient was not sure when the antibiotics were going to get out of their system. On (B)(6) 2017 the patient stated it was a bad day, and since getting off antibiotics they have had diarrhea. On (B)(6) 2017 the patient reported they were admitted to the hospital and was advised by their doctor to turn off stimulation and may resume on (B)(6) 2017. On (B)(6) 2017 the patient stated they were prescribed an antibiotic on the initial day of the evaluation and it caused them to have a negative reaction of uncontrollable diarrhea and bleeding from the rectal area. The patient was advised to turn stimulation off by their doctor while they treated the patient¿s other conditions and the day of the call they were able to turn the device back on. On (B)(6) 2017 the patient mentioned they had difficulties with antibiotics throughout the evaluation but things were much better and they definitely saw improvement. The patient mentioned that they hoped their stools would be solid one day. On (B)(6) 2017 the patient reported their diarrhea finally stopped. No further complications were reported.